Manufacturer narrative:
(B)(4). The complaint device was manufactured in 1998. Narrative: the neopuff was evaluated by fisher & paykel healthcare's regional office and service center in (B)(4) and the faulty component (manometer) was returned to fisher & paykel healthcare ((B)(4)) for further investigation. The returned manometer was visually inspected for damage and was tested for functionality. Results: the manometer needle correctly indicated 0 cmh2o with no flow, however the dial fascia was damaged. The fascia of the manometer was warped between the 30 cmh2o and 40 cmh2o points. When the manometer was attached to a valve assembly, the needle could not move past the 27 cmh2o mark due to contact between the needle and the warped fascia. Conclusion: the complaint neopuff was returned to fisher & paykel healthcare without a description of the fault. Visual inspection and performance testing of the device revealed that the fascia of the manometer had been damaged, preventing the needle from moving past the 27 cmh2o mark. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. Based on visual inspection of the manometer, it is likely that impact damage resulted in the warped fascia. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly and advises the user to carry out a performance check and recalibration of the device should it be subjected to an impact. In addition, the user instructions require that the neopuff be tested by qualified personnel or an authorized fisher & paykel healthcare representative prior to each use to ensure functionality. The operating manual instructs the user to carry out a set-up procedure "prior to every use of the neopuff to ensure that the device is functioning correctly". The set-up procedure states the user must check the settings by testing the pressure output from the neopuff at the desired flow rate. The device manometer has been replaced by a fisher & paykel healthcare technician and has been returned to the customer.

Manufacturer narrative:
(B)(4).the complaint device was manufactured in 1998.the neopuff has been returned to fisher & paykel healthcare's regional office and service center in the (B)(4) for evaluation.we will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that an rd900 neopuff infant resuscitator required repair. Specific product faults or damage that needed amendment were not identified.no patient consequences were reported.

Event description:
A hospital in (B)(6) reported that an rd900 neopuff infant resuscitator required repair. Specific product faults or damage that needed amendment were not identified. No patient consequences were reported.